Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2018. The patient was reportedly treated before passing away. It was reported that the patient was in a nursing facility and unconscious at the time of the event. The patient passed away in the nursing facility. The response buttons were not pressed during the event. Review of the download data indicates that the patient entered vf at 08:49:52. Three full energy shocks were delivered at 08:50:27, 08:50:49, and 08:51:03 respectively. The rhythm at the time of all three shocks was vf. The post-shock rhythm of the first two socks was vf and the post-shock rhythm of the last shock was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient remained in asystole with some instances of motion artifact until the electrode belt was disconnected at 10:08:47. The patient subsequently passed away the same day. The lifevest performed as expected and delivered a treatment when the patient was in a treatable rhythm.